Event description:
It was reported that during testing the pin collet had metal debris visible. There was no patient involvement or adverse consequences to the user reported as a result of this event.

Manufacturer narrative:
Upon disassembly for visual inspection small metal chips were found inside the large collet.